Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display the occlusion error message resulting in elevated blood glucose levels. The patient felt unwell and checked the blood glucose level with a result of 452 mg/dl. The patient removed the cannula from the body and realized no insulin was being delivered from the cannula. The occlusion message did not appear on the infusion device.